Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the returned product confirmed it fractured into two pieces near the end of the threads. Review of the DHR found the device was made with a lower grade stainless steel than what was approved. The stainless steel actually used is not as strong as the steel per the product specification and is believed to be the root cause of the reported device fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a femoral nailing procedure, the nail became loose from the connecting bolt, upon impaction of the nail into the patient, and the femoral connecting bolt was subsequently noted to be broken. The broken bolt was able to be retrieved and another device was used to complete the surgery. No additional patient consequences were reported.